Event description:
(B)(4).the provider states the unit is alarming. The provider states the unit is a rental and doesn't have additional information regarding the unit nor the involvement of a consumer (B)(4).